Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no manufacturing related root cause could be determined. The root cause is most likely related to external factors during procedure.

Event description:
A passeo-18 balloon catheter was chosen to dilate a severe calcified lesion (70 percent stenosis degree) in the distal sfa. During inflation the passeo-18 balloon ruptured.